Event description:
Caller reported that their pump screen was dark and unresponsive, failing to turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to keep the pump plugged into a power source to use the screen until the replacement arrived, which would have updated software. Training on the new pump was offered, and the customer acknowledged the steps required for returning the defective pump once the battery was depleted.